Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had an infection after implant.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  The pump was explanted due to infection.  The patient's weight and medical history were asked but would not be made available. The patient was alive with no injury at the time of this report. The issue was reported to be resolved. Additional information was received that the patient first started experiencing infection symptoms in august 2022.